Event description:
It was reported that when using the bd vacutainer® edta 2k, there was a foreign object in the blood collection tube. No patient impact. The following information was provided by the initial reporter: " this is a compliant about foreign object in the blood collection tube (probably a piece of plastic)."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but six (6) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. A broken piece of plastic was observed in the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm based on photo analysis. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that when using the bd vacutainer® edta 2k, there was a foreign object in the blood collection tube. No patient impact. The following information was provided by the initial reporter: " this is a compliant about foreign object in the blood collection tube (probably a piece of plastic)."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.